Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determined whether it contributed to the reported hyperglycemia. Qualifications.

Event description:
The customer reported that on (B)(6) 2014 at 7:53 am she activated a new pod. The pod was then deactivated and she noticed the cannula was "bent over".